Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter postal code: (B)(6). The lot was manufactured from july 13, 2020 ¿ july 14, 2020. The device was received for evaluation. A visual inspection performed using the naked eye found the bladder had been ruptured. The ruptured bladder was examined for signs of abnormality that may have potentially caused the rupture problem. No signs of abnormality were found. The reported condition was verified. The cause of the condition could not be determined; however the most probable cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned regional anesthesia infusor, a ruptured bladder was found. There was no patient involvement. No additional information is available.